Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy procedure, a sureform 60 blue reload was fired with a sureform 60 stapler instrument to complete an anastomosis. However, the stapling misfired. No error messages were generated during the firing sequence. The sureform 60 stapler instrument was replaced with a new sureform 60 stapler instrument and discarded. The surgeon over-sutured the staple line to reinforce the anastomosis. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The sureform 60 stapler logs show that the first stapler used was installed intermittently on the system 7 times and fired 6 sureform 60 reloads (1 white, followed by 5 blue). On installs 1-3, 6, and 7, all clamps were successful, and the firings were each completed with no pauses for compression. On install 4, the first clamp was successful, and the firing was completed with 1-2 pauses for compression. On install 5, a blue reload was installed, however no clamping or firing was attempted. After install 7, the instrument was removed and not used in the procedure again. The second sureform 60 stapler instrument was installed on the system 1 time and fired 1 sureform 60 blue reload. The instrument was installed between installs 5 and 6 of the first instrument used. The first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.